Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is still under investigation.

Event description:
Litigation papers allege: friction and wear between the cobalt-chromium metal head and cobalt chromium meal liner has caused large amounts of toxic cobalt chromium metal ions and particels to be released into patients blood and tissue and bone surrounding the implant. As a result, the patient has been expierencing severe pain and discomfort and inflammation in his right leg; popping ans clicking sound in his right hip, senstation the the pinncale hip is unstable and will give out on him, inability to walk moderate or long distances; inability to sleep on his right side without severe pain, inability to sit for moderate to long periods of time, metallosis, cobalt-chromium metal toxicity, infection, loss of consortium and other complications.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Added: expiration date.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.